Manufacturer narrative:
The hakim valve (ID 823842) was returned for evaluation. Device history record (DHR) - the product code 82-3842 with lot cnpbfm, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the proximal connector was detached from the valve and the stator was dislodged. It was not possible to test the valve as the proximal connector was missing and the stator was dislodged. Proximal connector and silicone housing where the connector should be attached were visually inspected no damage noted (possibly pulled out during ex-plantation of the valve). The catheters were irrigated, no occlusions noted. The valve was dismantled and was examined under microscope at appropriate magnification; corrosion was noted on the stator. The cam magnets were controlled and passes. Root cause analysis - the root cause for the issue reported by the customer could not be confirmed due to the damaged to the valve. The root cause for the dislodged stator noted during the investigation is due to the corrosion found on the stator. The root cause for the corrosion noted on the stator; the corrosion could not be clearly determined. Corrosion, when it arises, only arises after long term exposure to csf. The valve seems to have been implanted for some years. The root cause for the detached connector could be due to being pulled apart during explantation of the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823842) was implanted via ventriculoperitoneal (vp) shunt on unknown date and setting due to unknown reason. The valve was removed due to an obstruction on an unknown date. After checking the valve, it was found that the proximal side of the connector was damaged. According to information provided, it is unknown if the device was replaced and what type of damage was found. It is also unknown if the patient experienced any signs and symptoms due to obstruction.